Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant, the stimulator therapy has never worked for the patient and when stimulation is on, the patient feels a sharp pain in vagina. The patient also feels discomfort at ins location from the hip to the knees. The patient reported changing programming in hcp office and turning ins off yesterday however the programming did not resolve the issue, but turning stim off did make the pain better but did not resolve the discomfort from ins site to knee. The patient initially saw their hcp but that hcp left without return date. The patient has been seeing a new hcp but his office does not work with the stimulator. The patient decreased stim very low and that improved pain, and patient turned stim off which stopped pain, but patient still feels discomfort. Additional information was received from the patient. The patient stated that the device was removed about a month ago due to patient having pain down the leg and the healthcare provider (hcp) not knowing how to work the device. The issue was resolved with removal. No further complications were reported.